Event description:
It was reported, the pt is experiencing residual stimulation that lasts overnight. The pt also stated she felt weakness in her legs. The pt was advised to contact her physician regarding the issue. Follow-up identified the pt is undergoing tests as well as an electromyogram (emg).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.